Event description:
The customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm, which occurred on the homechoice (hc) during use, during drain 1 of 4. The caregiver (cg) stated the drain volume (dv) equaled 3ml and the fill volume (fv) equaled 2500ml. The cg stated the home patient's (hp) transfer set had a loose connection and drained out most of the fv inside the hp. The baxter technical service representative (tsr) informed the cg to end therapy and start over with all new supplies. The tsr instructed the cg to inform the registered nurse (rn). The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this report will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter's attempts to obtain the sample and lot number were unsuccessful and therefore an evaluation and batch review could not be performed. A follow up report will be filed if any additional information becomes available. A 510k number will not be provided in the emdr because the product code and lot number are unknown. A follow-up MDR will be submitted if additional information is obtained.